Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent revision of a patella component. The patella which was fractured and loose. During the patella procedure the poly was updated from 11 cr to 11 mc. There was no claim against the articular surface. No addtional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. Visual examination of the provided pictures identified a patella that had been removed with nicks and gouges visible. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the patella component migrated and was still attached to the upper pole. Fracture is likely but not clearly visible. This complaint has been confirmed a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.